Event description:
Patient has been experiencing abdominal pain for some time, and physician now has diagnosed "tubing disconnect". Patient cannot decide whether to replace the port or remove the device entirely, so no surgery is scheduled.